Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 freeline and extraneal with icodextrin therapy for peritoneal dialysis (pd). On an unreported date, the dianeal and extraneal therapy was discontinued. On an unreported date, dianeal and extraneal therapies were re-introduced. On an unreported date, the patient contacted baxter (B)(4) technical service center and reported the following. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.